Manufacturer narrative:
(B)(4). Method: the complaint rt041 mask was returned to fisher & paykel healthcare and was visually inspected. Results: visual inspection revealed that the seal was partly separated from the mask base. However, a continuous bead of glue was found around the mask seal. Further inspection revealed that the seal had been properly inserted in the mask base during manufacture. A lot check could not be performed as lot information was not provided. Conclusion: we were unable to determine the root cause of the observed separation. Visual inspection indicated that the mask was assembled and glued properly. This suggests that the separation occurred post production. The rt041 full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released.

Event description:
A hospital in (B)(6) reported that the mask seal of an rt041 full face mask separated from the mask frame. No patient consequence was reported.